Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
The customer reported error proximal line disconnect. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse checked the proximal tubing and discovered the flow sensor assembly is defective. The fse replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test.